Manufacturer narrative:
Investigation in process. Location unknown.

Event description:
It was reported through the journal article titled "uncemented metal backed tantalum patellar components in total knee arthroplasty have a high fracture rate at mid-term follow-up" that a number of revisions were performed for fractured tm patella.

Manufacturer narrative:
In each of the six cases (three right knees, three left knees), the tm patellae were found to be compatible with the femoral components that were implanted. The three patients with the tm patella fractures that were confirmed in this investigation were reported to walk long distances. In addition, the tm patellae were implanted for at least 1.4 years. This implies a fatigue-related element in each case which is partly consistent with the surgeons¿ theory. For patient 2, additional contributing factors may be the relatively high position of the patellar implant (patella alta) where it has been shown through journal publications that a high positioned patellar implant can be subjected to increased loading which can ultimately reduce the fatigue life of the component. For patient 3, additional contributing factors may include patient obesity coupled with a lack of bone ingrowth into the tm patellar baseplate which was confirmed during the revision surgery for a chronic infection. For patient 4, an additional contributing factor may include patient obesity. The package insert notes that substantial walking and patient obesity can cause failure of the device. This investigation is considered closed at this time. Should additional information become available, this investigation may be re-opened.